Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-unknown mg/dl) and were caused by bent non-tandem infusion set cannulas. The infusion sets were changed and a correction was delivered to address bg. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.